Event description:
MFR received a report from a dealer alleging that the blue connector which attaches to the batteries, melted together at the anderson housing on the wiring harness. No injuries were reported or alleged.